Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested and primed with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link access set was unable to prime. According to the report, the reporter stated that the blood tubing is not priming. This event occurred during priming before patient use. There was no patient involvement. No additional information is available. This report is 1 of 2.

Manufacturer narrative:
(B)(4). The event occurred within the past two weeks; exact date not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.